Manufacturer narrative:
Insulin pump alarmed software error due to download error. Will remove battery for a period of 20 and 30 to inizilized the function properly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 44mg/dl. It was also reported that the customer's insulin pump received a software error alarm. Advised insulin pump would be replaced. No add'l info was provided.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report. No unexpected alarms noted. However, the insulin pump had multiple alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.